Event description:
During the evaluation of a returned spectrum infusion pump, 21 occurrences of "air in line" alarms were identified in the event history log. Any patient involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "air in line" alarms were confirmed through an event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The ultrasonic sensor was replaced.